Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml morphine (unknown) at 0.2 mg/day. The reason for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had an empty pump. The patient was due for a refill but the pump could not be filled at this time because the patient had an infection. The empty pump occurred on (B)(6) 2018. It was unknown if the infection was related to the device. The infection is in his right foot, they have a diabetic ulcer. The infection started in (B)(6) 2018. They were started on antibiotics on (B)(6) 2018 and treatment was ongoing. An alarm was heard, and confirmed by telemetry, that eri (elective replacement indicator) occurred. The eri was expected. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-dec-20. It was reported that the infection and ulcer were not related to the device/therapy. The patient¿s weight was reported. There were no further complications reported/anticipated.